Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing until after 65 units had been delivered. Customer performed a supply change to address event. Customer's blood glucose level was 172 mg/dl.